Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient with this device had a total of three surgical mesh insertion procedures and a history of rectocele, enterocele. Posterior colpoperineoplasty, and vaginal repair of enterocele. Subsequently, it was reported that the patient experienced dyspareunia, recurrent vaginitis, vaginal mesh exposure/erosion, voiding dysfunction / straining upon urination, enterocele. Therefore, partial mesh excision, enterocele repair, cystourethroscopy under general anesthesia was performed. It is unknown which surgical mesh was explanted.